Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the right femoral artery into an 84-year-old male who presented in scai stage d cardiogenic shock in the setting of acute myocardial infarction with cardiogenic shock. The patient underwent percutaneous coronary intervention, including coronary angioplasty with stent placement to the left anterior descending artery, obtuse marginal branch, and right coronary artery. During the procedure, the patient required intraoperative vasopressor support and mechanical ventilation for respiratory failure. Following device placement, the patient experienced significant bleeding from the insertion site, consistent with a major bleeding event. It was reported that the field clinical team was not contacted until after device placement. Additional assessment noted that the repo (reposition) sheath suture hub was buried within the tissue tract. Hemostasis interventions included placement of a femstop device proximal to the insertion site, with tension sutures applied and angle matching optimized in an attempt to control bleeding. The reported event was assessed in the context of the patient¿s critical illness, hemodynamic instability, use of large-bore femoral arterial access, and concurrent vasopressor therapy. Care was withdrawn. Death is being reported conservatively. The patient expired.

Manufacturer narrative:
Investigation summary: major bleed/asae: the cause of the access site adverse event was most likely use related as the repo sheath suture hub was buried into tissue tract and the issue was resolved with forward tension sutures and optimized angle matching.